Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the technician and doctor did not use any more sutures from this pack so we cannot answer if the entire pack was this way. We had 3 needs come loose from suture during surgery. The doctor elected to use a different type of suture after this happened. The doctor who was in surgery was (B)(6) dvm, my name is (B)(6) (practice manager) I hope this answers your questions. Events reported via: (B)(4).

Event description:
It was reported an animal underwent an unknown veterinary procedure on an unknown date and suture was used. During the procedure, it was reported to the distributor by the customer that 3 needles come loose from suture during surgery. No adverse patient consequences were reported. Additional information was requested.